Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no explant or reoperation was performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5086088 ) that a female patient who had unknown mentor gel implants placed on (B)(6) 2018 experienced unspecified breast implant illness symptoms post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This case was not confirmed by a healthcare professional. See 1645337-2019-13647 for contralateral prosthesis report.